Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she tried to change the insulin in the pump and had to go through 3 syringes in order to get it to work. Customer stated that once she got a no delivery alarm and it was catching the reservoir and shooting insulin out way sooner than it should have. Customer stated that insulin is squirting out during the manual prime process. Customer already fixed the issue and has had the problem in the past. Customer stated that she already threw out the reservoirs. Customer declined to do any priming troubleshooting as she has already resolved the issue with a reservoir change.